Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump volume was too high during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for flow accuracy and delivered within specified range. A review of the event history log for the reported event date revealed an infusion programmed at a rate of 40ml/hr and volume to be infused (vtbi) of 20ml which are the recommended parameters for flow rate accuracy testing per the spectrum service manual. No abnormalities are observed in the history log that could cause or contribute to the reported issue. A service history review was performed and revealed that the device was previously serviced within the past twelve months however this is not a repeat service issue. There is no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.